Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered in the pump module area and was coming out of the cassette door. The patient did not see a hole anywhere on the cassette or bags. Fluid was not discovered on the external of the cassette or on back of cassette. The patient was connected during the incident. No air bubbles were found during setup. The patient received m31 air detected in cassette warning alarms during fill1 of 5 of treatment. The patient was advised due discontinue use of the cycler and the cycler was replaced. There was no patient injury noted. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd). Upon follow up, the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated the fluid leak was noted during step 9 of treatment as treatment was cancelled and following the reported cycler alarm. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using continuous ambulatory peritoneal dialysis (capd) to complete their treatment pending delivery of the replacement cycler. The pdrn confirmed the cycler set (cassette) used was available to be returned for investigation.

Manufacturer narrative:
Additional information: plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An accelerated stress test (ast) was passed. No fluid leaks in the test cassette during the ast test. Patient sensor calibration check passed. The internal inspection of the cycler showed that there were visual indications of dried fluid on the bottom cover underneath the pump assembly. There was fluid in the hp2 and hp3 filters of the pump assembly. The cause of the encountered fluid and dried fluid could not be determined. Mushroom head check passed. Fluid in the hp filters is a related to the reported symptom code lf22 (m31 air detected in cassette warning). A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the leak event is confirmed due to the presence dried fluid within the device, which is indicative of fluid contact. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause for the fluid leak could not be determined. The air detected in cassette alarm was confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered in the pump module area and was coming out of the cassette door. The patient did not see a hole anywhere on the cassette or bags. Fluid was not discovered on the external of the cassette or on back of cassette. The patient was connected during the incident. No air bubbles were found during setup. The patient received m31 air detected in cassette warning alarms during fill1 of 5 of treatment. The patient was advised due discontinue use of the cycler and the cycler was replaced. There was no patient injury noted. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd). Upon follow up, the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated the fluid leak was noted during step 9 of treatment as treatment was cancelled and following the reported cycler alarm. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using continuous ambulatory peritoneal dialysis (capd) to complete their treatment pending delivery of the replacement cycler. The pdrn confirmed the cycler set (cassette) used was available to be returned for investigation.